Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 200 mg/dl.